Event description:
Customer called to report a strong electrical burning smell coming from the pneumatic power supply of the coulter lh750 hematology analyzer. Customer did not report flames, arcing, or shock. A fire extinguisher was not used, nor was the fire department called. No one sought medical attention. There was no death, injury or change to patient treatment. The field service engineer (fse) found that the ac power cable melted at the compressor end. The prongs on the compressor side were in acceptable condition. At the portion of the prongs that plugs into the wall, it appeared as though the ground cable was pulled out. The fse replaced the cable, and performed an instrument startup without finding any further issues, and then ran quality controls that recovered within acceptable ranges.

Manufacturer narrative:
The root cause is unknown; however, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)